Manufacturer narrative:
Concomitant product: d274trk ICD, implanted: (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that there was a warning for high impedance on the superior vena cava coil of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.